Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a vinci-assisted surgical procedure, the 8 mm, curved bipolar dissector instrument had a broken, damaged black conductor wire. The procedure was completed as planned with no reported injury.